Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Patient experienced a loss of consciousness. Her cmg was reading at 300 mg/dl, but a finger stick measured her blood glucose at 66 mg/dl. Patient was taken by ambulance to the hospital and treated with glucose and protein. Patient's condition had returned to normal at the time of her call to dexcom technical support.